Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.